Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that when the rep did a connectivity check, the 8 and 15th electrodes showed red. When they did an impedance check only electrode 10 showed red. Troubleshooting steps were reviewed and the rep was advised to check impedance values. The rep was driving and was not able to give any impedance information. They stated the patient was getting good therapy and impedances were good after surgery until now. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the patient was programmed around contact 10 and the patient's therapy was good. It is unknown if the issue has been resolved. Contact 10 was still bad but the patient had good relief. No further complications were reported.